Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing system was cleaned to resolve the reported issue. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported a leak in excess of 4.5 lpm causing a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Per the additional information received from the fe, the leak rate was not above 4.5 l/min. A preop check of the machine, as contained in the user manual, will pick up such a condition. As stated in the report, the preop test failed, notifying the user of the reported condition. The leak may be able to be compensated for or made up with fresh gas flow. Per the additional information received from the fe, the leak rate was not above 4.5 l/min. A preop check of the machine, as contained in the user manual, will pick up such a condition. As stated in the report, the preop test failed, notifying the user of the reported condition. The leak may be able to be compensated for or made up with fresh gas flow.